Event description:
A malfunction was reported on the pump, and there were no notable events that occurred prior to the malfunction. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support decided to replace the pump, and the customer was informed they would receive a pump with updated software. Instructions were provided to the customer on how to put the pump into storage mode and the steps to take upon receiving the replacement. The customer was also instructed to return the defective pump using a pre-paid label within ten days, and they acknowledged all instructions.